Event description:
Alleged event: a doctor in general surgery found that the clips cannot be ligated closely and they dropped off the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544240 hemolok l clips (B)(4) was received lot # 01m1300261 was confirmed with samples received. Two clips placed in slots, 3 loose clips inside the package; the 5 clips appear to be in good condition. Failure mode not closing was not confirmed with sample received during visual inspection. During the functional inspection no quality issues were found. The sample received did not confirm the defect reported during the inspection the device works properly. Therefore, corrective action is not required at this time. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #01m1300261 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.